Manufacturer narrative:
On september 19, 2023, amd medicom inc. Received the event that a dentist had a mild skin irritation after using the henry schein maxima earloop masks. On september 27, 2023 additional information was received indicating that the dentist had a rash on her face and had an asthma attack and needed to take albuterol as a result. An investigation was conducted. Biocompatibility (cytotoxicity, skin irritation and skin sensitization) test results were verified on the mask constructions for this product and the results did not reveal any biological risks with respect tot he mask being cytotoxic, skin irritant or skin sensitizer. The batch records and design history file were verified and no abnormality was noted. In addition, testing was performed on the returned samples where a blind test was conducted (i.e. Returned samples worn by individuals blinded to the samples). The blind test concluded that none of the participants felt itchy or uncomfortable following wearing the masks after 8 hours. Based on the investigation, no root cause was identified. No quality issue nor defect of the functionality with the device was identified.

Event description:
A 40 year old female dentist had a mild skin irritation and rash on her face after wearing the masks as well as have an asthma attack. The duration of the symptoms were for two days unitl she noticed the correlation to the masks. She needed to take abuterol to help and has since gotten better.

Event description:
A 40 year old female dentist had a mild skin irritation and rash on her face after wearing the masks as well as have an asthma attack. The duration of the symptoms were for two days until she noticed the correlation to the masks. She needed to take abuterol to help and has since gotten better.

Manufacturer narrative:
On september 19, 2023, amd medicom inc. Received the event that a dentist had a mild skin irritation after using the henry schein maxima earloop masks. On september 27, 2023 additional information was received indicating that the dentist had a rash on her face and had an asthma attack and needed to take albuterol as a result. An investigation is in progress.